Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, stent damage was noted. The 70% stenotic lesion to be treated was located in the highly tortuous and non-calcified left anterior descending (lad) coronary artery. The strut of the 5mm x 16mm liberte' monorail stent was reported to be "irregular". This device was not used . The procedure was successfully completed with a taxus liberte' drug eluting stent. No pt injuries or complications were reported. Pt status is reported as "good"